Manufacturer narrative:
Reported event: an event regarding infection involving a exeter stem was reported. Infection could not be confirmed. However, the medical review identified loosening of the exeter stem. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: provided x-ray confirms loose cemented stem. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "procedure: I&d and head and [competitor] liner exchange. Pre-op diagnosis: septic vs. Aseptic loosening status post complex primary right total hip. No further information available per hospital". A 32 -4 biolox head was revised to a 32 biolox head with -2.5 sleeve. Spoke to rep. Patient was revised due to infection. Rep provided pre-revision x-rays and a usage sheet from the prior procedure and confirmed that no further information will be released by the hospital or surgeon. Update 08 october, 2019: review of the x-ray by a clinician confirms loose cemented stem.